Manufacturer narrative:
(B)(4). Catalog number 0av063-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. The device involved in the event was discarded and was not available; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was hospitalized due to a bowel obstruction. On (B)(6) 2018, a physician placed a new peg tube without a jejunal tube. On (B)(6) 2018, the physician placed a new jejunal tube. On (B)(6) 2018, the patient was discharged home.